Event description:
It was reported that on (B)(6) 2014, during an extension of a previous universal spine system (uss) lumbar construct (exact level unknown, date of original implant unknown), with uss at t9-l1, the surgeon used a double rod connector to connect the extending rod to the previously existing rod. The revision surgery was performed due to adjacent level disc disease. While trying to reduce the rod, the tip of the reducer cracked and broke off into three pieces. The mechanism itself remained intact. Two of the three pieces were recovered when the instrument cracked. Or personnel were unable to locate the third piece, and the surgeon believes the third piece was vacuumed into the suction chamber during the surgery. Fluoroscopy was performed intra-operatively to confirm the position of the implant and it was confirmed during the fluoroscopy that there were no retained fragments in the patient. There was another instrument readily available for the surgeon to use for the procedure and no surgical delay was noted. The procedure was successfully completed. The patient status/outcome was noted as good. The part (388.50) and two of the three pieces as well as the mechanism itself will be sent back to synthes for evaluation. The third piece was not recovered and will not be available for return. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was completed: drawings for the rod introduction pliers were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The pliers were found to have met the drawing specifications. The product was received under the complaint condition broken ¿ tip broken intra-operatively. The tube on the distal end of the instrument was received missing a portion approximately 8mm by 6mm. The missing portion was on the side of the tube opposite of the upper jaw. This location is consistent with the location on the tube which would experience the maximum loads during a procedure. During surgery, the pliers¿ tube is placed over the screw and the upper jaw is hooked around the rod. As the handles are compressed, a concentrated bearing load is placed on the tube opposite the rod. Any number of anatomical and rod bending variables could contribute to an increase in the induced force. In situations where extreme forces may be required to pull the rod into the screw, transverse bars are available to act as a lateral extension as an alternative. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The complaint is therefore confirmed. An excessive bearing load was applied to the pliers¿ distal tube which resulted in a fragment breaking off. In cases where excessive forces would be required to bring a 6.0mm rod into the screw opening, a lateral extension is suggested. The device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Lot number verified in docusphere to be xa7ga42, however, it was confirmed that lot #a7ga42 is etched on the device. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no mrr¿s or ncr¿s could be found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Additional release to warehouse dates: 12/5/97 and 3/30/98. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.